Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one patient on multiple samples involving access immunoassay system. This is report number one of two referencing system serial number (B)(4). The elevated results did not correlate with the patient's clinical condition and discordant to an alternate methodology, which produced lower troponin I results. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected samples in bd sodium and lithium heparin tubes. Samples were centrifuged at less than 5,000 rpm (rotations per minute) for 6 minutes in a swinging bucket centrifuge. The specimens were sampled from 1ml insert cups. A system check, performed on (B)(4) 2008, conformed to specifications. Quality control (qc) was within specifications. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the patient's sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-03115.